Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-02876. It was reported the patient experienced ineffective stimulation. Reportedly, the patient experienced a couple of falls. As a result, the patient experienced stimulation in their back. Imaging revealed the lead migrated out of the epidural space into the patient's back. Surgical intervention may occur later to address the issue.

Event description:
Device 1 of 2 :reference MFR. Report# 3006705815-2018-02875. Additional information gathered, identified the patient underwent a lead revision wherein one lead was explanted and replaced. Reportedly, therapy was achieved post operatively.